Event description:
While the physician was performing a therapeutic procedure on a pt, the black hollow tube on the device became loose and lodged inside the endoscope. The physician removed the endoscope without any complications. The complainant reported that there were no adverse affects to the pt as a result of the reported malfunction.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.